Event description:
It was reported that the ilet user¿s infusion set tubing became caught under the infusion site shortly after a supply change with an inset 6 mm, 23 in set. The pump and glucose control were reported to be functioning, and photos of the site were provided. No reported symptoms or changes in blood glucose. Outcomes included no alerts, alarms, or clinical impact. Investigation included troubleshooting by phone, review of user-provided photos, and education on a site-only change. Investigation of this case revealed user setup error related to infusion set deployment or connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.